Manufacturer narrative:
A review of the lot file for (B)(4) was performed. The lot met all release requirements and was released. (B)(4).

Event description:
On (B)(6) 2012, therakos received a call from (B)(6) for a report of multiple pressure alarms during treatment. Customer noticed pink plasma during treatment and suspected hemolysis. The same pt was treated on (B)(6) 2012, where hemolysis was observed as well.